Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: it was reported that the surgeon could not assemble the liner with the shell. After that, he found that the ring was deformed or bent. Subsequently, another bipolar liner and head were used to complete the procedure. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: one biolox delta ceramic head was received for the investigation of the case. The head appears without significant imperfections and deteriorations. The articulating surface of the head has a couple of slight metal transfer lines. The conical bore surface of the head presents significant metal transfer. In the case of a symmetrical taper fit situation between the ceramic ball head and the metallic stem taper, thin concentric lines (primary metal transfer) over the whole circumference of the top taper zone are expected. These primary metal transfer patterns can be found with varying intensity on the conical bore surface, which might indicate a misalignment of head on the stem during the surgery. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis: according to the reported event, the surgeon was unable to assemble the liner to the shell and he found out that the ring was deformed. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Therefore, the ceramic head was not involved in the reported failure. However, all possible causes related to the issues reported are listed in dfmea conclusion summary: based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. Note: this is a split case with zimmer., inc (B)(6), reference number (B)(4)(bipolar liner) the need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the surgeon was performing a tha operation with a biolox delta, ceramic femoral head, m, 28/0, taper 12/14. It was reported that he could not assemble the liner with the shell. After that, he found that the ring was deformed or bent. Subsequently, another bipolar liner and head were used to compete the procedure. This is a split case with zimmer., inc (B)(4), reference number (B)(4) (bipolar liner).